Manufacturer narrative:
The other additional device referenced are being filed under a separate medwatch report number. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak in the steerable guide catheter requiring aspiration. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted however lost column. The sgc was flushed however was unsuccessful therefore the sgc was removed and replaced with a new one. A xtw mitraclip was implanted without issue. A xt clip was placed lateral to the first clip however during deployment, when removing the lock line, the clip opened 15 degrees. The clip was stable on the leaflets and the mr was reduced to <1 therefore the procedure was completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint identified no other complaints reported from the lot. All available information was investigated and a cause for the reported leak/splash (loss of fluid column) in this complaint could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.